Event description:
A malfunction alarm was declared by a pump during the load process. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with loading a new cartridge, but the alarm recurred, preventing the customer from resuming insulin therapy. Consequently, technical support arranged to replace the pump, confirmed the shipping address, and guided the customer on how to put the pump into storage mode before returning it using a pre-paid label within 10 days. Customer acknowledged and understood instructions and planned to use multiple daily injections as backup therapy to ensure uninterrupted insulin delivery.